Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation. But we have been able to review the supplied photo, this shows the silicone offset remained on the carrier. This has established a relationship between the reported event, with the root cause identified as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the customer returned opsite product to store with query about residue being present on plastic backing and then not sticking to skin. No patient harm reported.